Manufacturer narrative:
The device evaluation is anticipated. A supplemental report will be forthcoming when the investigation is completed. A device history record review was unable to be completed as the lot number is unknown. Complaint histories for all reported events are reviewed against trending control limits on a monthly basis and any excursions above the control limits are assessed and documented as a part of the monthly review.

Event description:
As reported during use on a patient, this hydrajaw clamp insert got detached from the sterilized clamp. It is unknown if the inserts could be attached properly prior to use. There was no allegation of patient injury. The device will be available for product evaluation, but the clamp used with this jaw will not be available for product evaluation.